Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose levels reportedly rose to 411 mg/dl while wearing the pod on the abdomen between 36 and 48 hours. The patient reported that the pod¿s adhesive became loose on one edge, which resulted in improper insulin delivery and contributed to the elevated blood glucose levels. Reported symptoms included elevated blood glucose levels. The patient was informed by the treating physician that the omnipod 5 pod may not have been properly applied, which likely contributed to the hyperglycemic event. Treatment administered included laboratory testing (blood work), medication, and electrolyte replacement. The patient was also advised to follow up with an endocrinologist for further guidance on proper pod application.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.a166usqu7dzea hardware: sm-a166u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.